Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation.

Manufacturer narrative:
The device was received with the needle fully retracted. It is unknown when the needle fully retracted. No damages or defects were found that would contribute to a needle mechanism failure; the cause of the reported event could not be conclusively determined.